Event description:
A report was received that the pt underwent a pocket revision due to discomfort at the pocket site. The physician determined that the ipg had turned upside down. The physician repositioned the pocket and the pt was reportedly doing well following the procedure.